Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, it was reported that the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience dizziness and numbness in the legs. The pump was turned off to diagnosis the issue. It was determined that the pump was not programmed correctly.